Event description:
It was reported that a (B)(6) caucasian female patient underwent primary breast augmentation with a 425cc mentor memorygel breast implant on both sides and experienced breast implant rupture on her right side postoperatively confirmed by a mammogram. The patient underwent bilateral explantation and replacement with catalog number 3505504bc; serial number (B)(4). On the left side, and with catalog number 3505504bc; serial number (B)(4) on the right side on (B)(6) 2021. On january 26, 2022, mentor became aware that patient experienced bilateral breast implant rupture. This medwatch report is for the patient¿s left-sided device.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: left rupture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. This supplemental medwatch report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).